Event description:
In april 2003, the pt reportedly was experiencing overly loud sensations and pain while using the sound processor. The pt was seen at the center for device evaluation. A transorbital x-ray was scheduled to rule out migration. Programming adjusts were recommended by a company representative. In april 2003, the pt was seen at the center. Middle ear status was normal and proper device placement was confirmed. In april 2003, the pt was seen by a company representative. Testing confirmed that the device was functioning and neural responses were present on all tested electrodes. Programming adjustments were made. In 2003, the pt was seen by a company representative for device evaluation. Based upon the test results, the recommendation was made to explant the device.